Event description:
It was reported that the insulin pump alarmed and squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to a loose motor support disk.